Event description:
Add'l info rec'd from MFR 12/18/02: radi medical systems (radi) was the original MFR of the device described in mw1026333. The device is marketed as a single-use device. The mw1026333 indicates that a company named sterimed inc reprocessed the device before the described product problem happened. It is radi's understanding that the hospital or the preprocessor becomes the MFR when reprocessing a single-use device, and that radi does not have to file an MDR for this incident since radi is no longer the MFR.

Event description:
Gauge on device popped off during use, resulting in loss of pressure.

Event description:
Add'l info received from MFR on 12/04/02: the device reported was a femoral compression device, model #uscns-017500. The lot number for this device is 23087. The nurse positioned the device to apply pressure to femoral artery. After positioning the device, the nurse attached the hand pump to the femoral compression device by a luer-lock connector. (The hand pump is a reusable device that the hospital stocks). She started to inflate; however the hand pump became disconnected from the femoral compression device at 5mmhg. The nurse removed the device and replaced it with another. After talking with head of cardiac services, they believe that this was the result of operator error. MFR believes the nurse did not properly attach the hand pump to the femoral compression device. No sample was available for testing. The only info co is able to obtain is the verbal info provided by head of cardiac services. The DHR shows nothing unusual. The date the event described in the medical report occurred in 2002. The first MFR heard of this incident was the date they received the letter which was november 15, 2002. MFR immediately contacted hospital by phone. The device was never returned to sterilmed. It is co's understanding that the device was discarded.